Event description:
It was reported that system displayed a communication error. This error may result in a system lock up, no boot , or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.